Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number, ar-503-tttg and lot number, 003109 combination found no related information. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that patient had a right tka procedure on (B)(6) 2012. A revision tka was performed on (B)(6) 2015 due to tibial loosening. During the revision the tibial tray (lot 003109) was explanted along with the following additional original implants: femoral implant ar-503-psrg (lot 014309), bearing implant ar-503-bg08 (lot 002509) and patella implant ar-504-psd0 (lot 009109). Procedure was completed using another manufacturer's products. Explanted devices were discarded by the facility and are no longer available to return for evaluation.